Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for eval. The defective power adapter was received at medela on (B)(6) 2014. A product eval was unable to confirm customer reported exposed wires on power adapter but had revealed the transformer housing was breached on (B)(6) 2014, exposing inner electrical circuitry, which is a safety risk. Eval summary: a visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The tech was unable to perform the voltage across the dc plug test due to prongs being out of position. Resistance across the dc plug was measured open, which indicates that there is not a short in the dc cord. The resistance across ac blades measured as 55.2 ohms, which is normal and indicates that the thermal fuse did not blow. This issue with a damaged transformer housing for the pump in style device is currently being investigated under (B)(4).

Event description:
On (B)(6) 2014, the customer emailed to medela customer svc that her power cord was broken. On (B)(6) 2014, the customer called medela customer svc and stated her power adapter had exposed wires. During the product eval on (B)(6) 2014, the tech observed a breached transformer housing exposing inner electrical circuitry, which is a safety risk.